Manufacturer narrative:
Device evaluated by MFR: a pinhole leak was identified in the balloon material. The leak was located over the proximal edge of the distal markerband. A detailed microscopic examination of the markerband and balloon material could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 100% stenosed lesion being treated was located in the moderately tortuous and calcified right coronary artery (rca). The 15mm x 2.00mm apex balloon ruptured at 10 atms on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is 'good'.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 100% stenosed lesion being treated was located in the moderately tortuous and calcified right coronary artery (rca). The 15mm x 2.00mm apex balloon ruptured at 10 atms on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is 'good'.